Manufacturer narrative:
Unit powered up properly after battery installation. No blank display noted. Unit received with frozen screen and a constant watchdog alarm, problem isolated to mother board. Unable to perform the self-test, unexpected restart error test, displacement test rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test or verify button/keypad unresponsive due to frozen screen. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump had a constant tone. During troubleshooting for constant tone, buttons became unresponsive. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.